Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any further malfunctions occurred.